Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. The keypad cover was intact. The ¿up¿ arrow button responded intermittently. The reported button tactile issue was duplicated in the investigation. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the reported button issue, the display was found to be dim and discolored.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging the 'up' arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).